Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a possible bluetooth telemetry issue causing it to be unable to pair to their mobile application. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates that the patient returned to clinic to address the bluetooth telemetry issue. The device was re-interrogated in clinic and was successfully paired to the mobile device. The patient was stable.